Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the surgeon has found air leaks from the trocar. Unknown how case was completed. There were no adverse consequences for the patient.